Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 29th january 2026, it was reported by an arthrex employee via email that for an ar-1317ft-1, nano corkscrew ft, ti, the surgeon went to deploy the anchor and the anchor failed to seat in the pilot hole and came away from introducer - unable to reload. This was detected during an unspecified procedure on (B)(6) 2026. (Requesting further information from complaint initiator).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.